Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The filter was returned. The filter was returned with four legs bound together by clot material. The complaint investigation is inconclusive for crossed legs as images of the deployment were not provided and it is unk if the four legs became bound together during deployment retrieval. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event.

Event description:
It was reported that during a vena cava filter deployment, the filter legs crossed and did not fully expand. The filter was retrieved with a snare device and another filter was deployed. There is no reported pt injury.